Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels, which were treated using the insulin pump. She had normal blood glucose of 176 mg/dl in the morning, ate breakfast, and gave herself a bolus. She stated that a few hours later, her blood glucose was 479 mg/dl. She noted having woken up a few nights prior with blood glucose in the 400 mg/dl range. Her most recent blood glucose was 317 mg/dl. She complained of dry mouth/thirst. She found 1 small bubble in the tubing that was smaller than the size of a champagne bubble. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime with the current set. She declined to check for possible site or insulin issues. She confirmed that the settings were accurate. She noted that the insulin pump had alarmed no delivery and was unable to troubleshoot at the time of the call, as this had been a past event. She was unable to run a high pressure test due to lack of tubing clamps.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.